Manufacturer narrative:
The patient remains on lvad support with the replacement pump. Since the pump exchange, the patient was stable and continuously improving. Unfortunately, approximately one week post exchange surgery, the patient became septic and now requires care for severe elevating renal labs functions. The explanted pump was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. Approximately 5 months post-implant, the patient was at home, resting in bed when the system controller began to alarm a steady audio tone, with a visual red heart alarm. The patient also reported feeling a strong vibration within his chest in the area of the pump. The display module displayed "low flow" and the parameters showed flow = 0 lpm, speed = 1250 rmp, power = 29 w. The patient contacted the clinical support help line and after checking all system connections, a recommendation was made to exchange the system controller. The situation resolved and the speed and flow increased steadily until reaching the fixed speed setting. The patient was stable throughout the event. Several hours later the system controller began to alarm again with the same alarms as before and similar parameters displayed on the display module. This time the patient contacted emergency services and was transported to the local hospital and then to the implanting center. During transport, the pump spontaneously restarted and the patient was stable the entire time of the event. The hospital listed the patient for urgent heart transplant; however, the patient began exhibiting signs of systematic hypo-perfusion (elevated liver function enzymes and decreasing renal function. An echo was performed and it showed minimal flow through the pump. A decision was made for an immediate pump exchange.